Manufacturer narrative:
The reported events of stimulation and difficult in positioning could not be confirmed. Visual inspection, specification measurement, and longevity assessment of the device were normal with anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. Post procedure, the patient reported leg twitching. Upon chest x-ray, it was found that the right atrial (ra) leadless pacemaker (lp) had dislodged and migrated into the right iliac. It was noted that the ralp exhibited difficulty in being positioned during the implant procedure. The ralp was retrieved, explanted and replaced. Patient condition was stable.